Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the user experienced difficulty with the listed product due to the suction catheter sticking in the tracheostomy tube. No adverse health outcome resulted from this event.

Manufacturer narrative:
Two used 6mm tracheostomy tubes were returned for investigation. For 6mm tracheostomy tubes, smiths medical recommends the use of 10fr suction catheters. Therefore, a10fr suction catheter was passed through both tracheostomy tubes. No resistance was felt when passing the catheter through either tube. Testing of the returned devices confirmed them to meet with specifications and operate as intended. No evidence was found to suggest the reported event was related to an intrinsic product problem.